Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document asr / product code otn / exemption # e2014015. Total number of events summarized: 44. Supris - 5. Aris - 37. Omnisure- 2. Minitape - 0 - attachment: [otn.apr.may.2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated urgency, recurrent uti, pelvic and perineal pain.